Event description:
It was reported that, "when drilling the femoral peg holes the 3-6 drill got stuck in the drill guide. Another drill guide was used."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.